Event description:
It was reported that the patient experienced a frequent charging, extended charging, and inability to charge the implantable pulse generator (ipg) beyond two bars. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.